Event description:
N/a

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The valve was returned for evaluation. Device history record (DHR) - the lot history record was reviewed for completeness during the release process to inventory. Lot cfmbpl product code (B)(4). At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 2nd november 2005. Failure analysis- the valve was visually inspected, a cut/tear was noted in the rickham connector. The position of the cam when valve was received was 110mmh2o. The valve passed the test for programming, flushing, and reflux. The valve was leak tested, leaked from the cut/tear in the rickham connector.the valve was then pressure tested, the valve failed due to the cut/tear in the rickham connector. The root cause for the cut/tear in the rickham connector is probably due to user¿s error, as noted in the instructions for use (IFU), silicone has a low cut and tear resistance, do not use sharp instruments when handling, do not fold or bend the valve during insertion. The possible root cause for the occlusion noted by the customer could be due to biological debris and protein build up, no occlusion was confirmed during the investigation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 1226348-2020-00133 a physician reported the hakim valve (ID 823113- micro chpv w rickham unitized) was implanted via v-p shunt. An implantation date and initial setting was unknown. The valve was used with the codman hakim programmable valve: 823100. On (B)(6) valve obstruction was suspected, therefore, it was replaced to a new valve.